Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was unable to calibrate the fiber optic sensor. The iabp unit was swapped out with another iabp unit. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and performed fiber optic tests multiple times and noted that all readings were within factory specifications. The stm did note that the low level blood pressure loop back and fiso direct signal would go off scale and not register the waveform. The stm found that the fiber optic output was intermittent and replaced the fiber optic assembly. Subsequently, the stm ran the fiber optic test multiple times with all testing stable. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was unable to calibrate the fiber optic sensor. The iabp unit was swapped out with another iabp unit. There was no patient harm and no adverse event was reported.